Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 336 mg/dl and unexpected restart after putting new battery. The customer had not reported symptoms and treatment. Customer's blood glucose level was 336 mg/dl. Customer declined troubleshoot for high blood level. The customer stated she removes the battery and when they put the battery back they get an unexpected restart. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart had recurred during normal pump use. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify a21 alarm due to frozen screen.